Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv therapy due to lead noise. Insulation abrasion was noted. The lead was capped and replaced. The patient was stable.